Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced the needle piercing through the catheter during introduction. The following information was provided by the initial reporter: the nurse is treating a 65-bed patient. The quasi-doctor gives IV infusion treatment. Routine indwelling needle puncture is required. The indwelling needle retention period is 72-96 hours in accordance with the requirements of intravenous infusion specifications. The single 22g indwelling needle punctures the tube after the infusion is sealed. The tube was blocked during use for two days, and the patient was immediately re-punctured again, which caused unnecessary pain to the patient.

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 8325577. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii" closed IV catheter system experienced the needle piercing through the catheter during introduction. The following information was provided by the initial reporter: the nurse is treating a 65-bed patient. The quasi-doctor gives IV infusion treatment. Routine indwelling needle puncture is required. The indwelling needle retention period is 72-96 hours in accordance with the requirements of intravenous infusion specifications. The single 22g indwelling needle punctures the tube after the infusion is sealed. The tube was blocked during use for two days, and the patient was immediately re-punctured again, which caused unnecessary pain to the patient.